Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that spinal needle 27ga 3-1/2in broke inside the patient. The following information was provided by the initial reporter: when spinal anesthesia was administered by the anesthesiologist, bd spinal needle no.27, it broke inside the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that spinal needle 27ga 3-1/2in broke inside the patient. The following information was provided by the initial reporter: when spinal anesthesia was administered by the anesthesiologist, bd spinal needle no.27, it broke inside the patient.